Manufacturer narrative:
The product catalogue number and the lot number was not provided; therefore, a review of the device history records could not be performed. The investigation is currently underway. This device is associated with the same event reported under MDR number 2020394-2012-00256.

Event description:
It was reported that approximately five months ago, a pta balloon became stuck within a vascular stent after stent post-dilatation. The balloon could not be freed from the stent struts and a surgical bypass was performed. No other info is available.